Event description:
N/a

Manufacturer narrative:
UDI : (B)(4). The product was received for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the proximal catheter was returned torn. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux, pressure. The silicone housing was cut just after the valve casing and the cam mechanism was gently moved, the valve was tested again for programming and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism and the base plate. The cam magnets were controlled per procedure: the magnets failed. Root cause: the root cause for the torn proximal catheter was probable due to user¿s error, as noted in the IFU silicone has a low tear/cut resistance. The root causes for the programming issue reported by the customer was due to abnormal polarization of the cam magnets, and biological debris on the cam and base plate. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected valve failure on the medos valve. The valve was implanted via v-p shunt about 7 to 8 years ago with an unknown initial setting. On (B)(6) 2020, the patient presented slit ventricles. Physician tried to increase valve setting but was unable to change it higher than 160 h2o. The valve was replaced with a new valve (certas sg) and patient's symptoms got better.